Manufacturer narrative:
(B)(4). Additional information: device was not available for evaluation. Investigation results: no return samples were received for evaluation. This type of failure has been confirmed during sample evaluation in previous complaints. The device history record of lot reported was reviewed and no issues related with this report were observed, product was produced and released according to our internal procedures. The manufacturing process for this circuit, part # 4914-503 could not be verified because this catalog number is now obsolete. (B)(4). The root cause has not yet been determined; (B)(4) was initiated to address the potential causes for this problem and to complete the failure investigation with corrective actions implementation. A material change is being studied in order to consider using a resin with more resistance to solvents.

Event description:
A customer reported to carefusion sales representative a problem with the wye connectors on their ventilation circuits.  The customer advised during their weekly check of ventilators, they discovered wye connectors that are cracked.  This information was reviewed with the respiratory therapists at the facility and confirmed that no one is pushing hard on the flow sensor and all are being extra careful with the connection; however, the wye connectors continue to crack.  It was advised none of the cracked circuits were used on patients, this was found during weekly checks prior to patient use.  The department reporting the issue is a level 2 nursery.  According to the customer, very few infant patients are admitted that need ventilation at this facility.  This is why the department decided to start checking the ventilation setups to ensure everything was ready if a critical patient were to arrive.  The customer advised cracks were found on 10 circuits.  Most of the cracked circuits have been discarded, however the customer stated one may be available for evaluation.  Sample availability is unknown at this time.  It has been requested that if the customer has a sample available that it be returned to carefusion for evaluation.

Manufacturer narrative:
(B)(4). Report 10 of 10 sample availability is unknown at this time. Upon completion of carefusion's investigation and/or receipt of additional information, a follow-up report will be submitted. MDR submitted late due to the thanksgiving holiday.